Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened express upper arrow and down arrow button dome switch. No unlocked component/lcd keypad connector. Insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that buttons were unresponsive. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.